Event description:
The first device would not program and would not connect to the terminal. It was getting no response. The surgeon attempted to reposition the device, but it still didn't work. They changed the device and was able to connect to two points of contact. The patient was able to get some effects. The first device: therapeutic contacts, but only on right hemisphere. The second device: therapeutic contacts on left and right only.the sales rep was in the operating room the entire time.